Event description:
It was reported by service report that the brakes were spongy on both sides. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken brake crank assembly.